Event description:
A 5-pack hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation procedure in 2007. (Patient age and weight unknown). According to the complainant, during the closing of the procedure the doctor prematurely pulled out the sheath. The doctor then noticed a little fluid coming out realized what he had done, and put the sheath back inside of the vagina. The doctor then continued to let the patient cool down. The physician had noted a small area of the vagina that looked to have received a burn at the posterior end of the vagina. At which point doctor placed some estrogen cream on the area and packed the vagina. The procedure was completed with the same device. The patient's condition was reported as "stable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.